Event description:
It was reported that the patient¿s device worked somewhat at first but now ¿it is not working at all.¿ it was reported that the spot where the device was place in the back is causing the patient a lot of pain. It was reported that the patient had seen the physician for the pain but ¿no one could give an answer.¿ it was reported that the patient would like the device removed as it is not doing the patient any good. It was stated that the patient cannot lay on the right side because of the device. Additional information reported that it was painful at the implantable neurostimulator (ins) site and the patient wanted the device out. It was reported that the right leg was ¿puffed up.¿ it was stated that the patient is frustrated.

Manufacturer narrative:
Concomitant: product ID 3888-33, lot# v549686, implanted: 2011-(B)(6), product type lead, product ID 37743, (B)(4), product type programmer, patient product ID 3888-33, lot# v549686, implanted: 2011-(B)(6), product type lead, product ID 3888-33, lot# v549686, implanted: 2011-(B)(6), product type lead, product ID 3888-33, lot# v549686, implanted: 2011-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).